Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customer complaint. The evaluation found that due to a pinhole on the channel-tube, water tightness was lost; there was no electrical continuity due to damage on distal end; the suction-connector and scope connection cover were dirty due to water leakage; due to wear of angle wire, the bending angle in up direction did not meet the standard value; due to a dent on bending tube, the bending angle in up direction exceeded the standard value; the universal cord had a dent; and scratches were found on the forceps channel port, universal cord, insertion tube rotation ring, switch box, angulation lever, grip, control unit, suction connector, scope connection cover, and the up/down plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope exhibited a system connection error, isolation. The issue was found during inspection for use. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The customer's complaint was not confirmed. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the display of the endoscopic system connection error code could have been caused by a failure of the image sensor unit, a defect in the video connector¿s circuit board, or a defect on the system side. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.